Event description:
The customer reported that drill bit snapped. Update: x-ray to locate drill tip. Surgeon believes that drill bit may have contacted an implant in place from previous surgery. The broken drill bit was left in situ.

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report.

Event description:
The customer reported that drill bit snapped. +++update+++ x-ray to locate drill tip surgeon believes that drill bit may have contacted an implant in place from previous surgery. The broken drill bit was left in situ.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.